Event description:
Pt was involved in a motor vehicle accident that resulted in a c7 burst fracture and quadriplegia. The pt had a c7 corpectomy and c6-t1 fusion using the doc ventral cervical stabilization system instrumentation 12/5/1997. Approximately 3 weeks later, the pt had developed a wound infection and an esophageal injury. The pts physician does not know if the wound infection or the esophageal injury was a result of the implant or the intial trauma. The doc system implants were removed in late december of 1997.